Event description:
It was reported that the column lift on the 9800 system was freezing up (would not go up or down). After some time, the column lift became operational. The up/down function of the table was used to finish the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the wiring harness (power signal cable). The sys was tested and found to be working as intended and placed back into service.